Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. The analyst commented that the guidewire passed fully through the lead with no anomalies. (B)(4).

Event description:
It was reported that the attempted left ventricular (lv) lead was exhibiting high impedance and had possibly fractured while loading the guidewire. The lead was removed. The next attempted lv lead dislodged after catheter slitting. The lead was removed. A third lead was then implanted and remains in use. No patient complications have been reported as a result of this event.